Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) with tissue damage. It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr) with a grade of 5. Visualization was challenging due to imaging. The first clip was implanted in the tricuspid valve without issue. To further reduce tr, a second clip was implanted on the posterior and septal leaflet. After deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (slda). A septal leaflet tear was confirmed via echocardiogram. An additional clip was implanted stabilizing the slda clip. Tr was reduced to 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. It should be noted that the instructions for use (IFU) for the mitraclip g4 clip delivery system states the device is indicated for the percutaneous reduction of significant symptomatic degenerative mitral regurgitation. In this case the mitraclip was implanted on the tricuspid valve, which is a deviation from the instructions for use. This deviation likely contributed to the reported single leaflet device attachment (slda) and patient effects. The reported patient effect of tissue damage, per the IFU, is a known possible complication associated with mitraclip procedures. The reported off label use is the result of using the device on the tricuspid valve. The reported slda is likely the result of patient anatomy as thin and friable leaflets were noted. The tissue damage is likely the result of patient conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.